Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support, and during support the patient had ventricular tachycardia. The patient was defibrillated. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.